Manufacturer narrative:
3 post-implant still images were received from ~3 years post index procedure; 2 CT slices and one 3d CT image. The reported endoleak was confirmed on the films provided; however the type and cause could not be determined. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. The endoleak appears most likely to have been a type iiib endoleak, possible from fabric abrasion of adjacent stents near the level of the flow divider. A type iiia endoleak due to insufficient component overlap also could not be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It was reported that an (B)(6) was additionally implanted to resolve the type iii endoleak, no additional sequalae were reported and the patient is fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however the type and cause could not be determined. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. The endoleak appears most likely to have been a type iiib endoleak, possible from fabric abrasion of adjacent stents near the level of the flow divider. A type iiia endoleak due to insufficient component overlap also could not be ruled out. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported when the patient returned for follow-up three years and two months later, a type iii endoleak was suspected in the area of the main body flow divider. As per the physician the cause of the event cant be determined. No additional clinical sequelae were reported and the patient will be monitored.